Event description:
The pump was returned for a pneumatic valve leak failure (valve 1). Upon return, the device has a red double red pump alarm during start up. Log files indicate pneumatic valve leak failure (valve 1). Performed recharge test and unit passed valve 1. Performed hardware test and unit failed for valve 2 leak failure. Removed and replaced tank body and performed recharge/hardware tests and unit passed. No other damage found.

Event description:
The following has been reported: biomed reported: "pump problem" (B)(6) customer reported: "there was no patient harm caused by pump sn # (B)(6). A preliminary review identified the following issue: pneumatic valve leak failure (valve 1) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.